Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recq1358 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when putting in place the midline, the connector was cut once in place. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a split extension leg is confirmed but the exact cause is unknown. One t-lock connector assembly was returned for investigation. Use residue was observed throughout the sample. The stylet was not returned. The extension leg was observed to be split and the corresponding segment to the split was returned. The slide clamp was returned activated 5mm from the split location on the segment attached to the t-lock. The luer hub was not present at the distal end of the extension leg. Microscopic observation of the proximal end of the split surface revealed it to be rough and granular; however, a flap of the material was observed to be partially disconnected from the split surface and had a smoother surface. Material at the peaks of the rough surface appeared to have stress whitening which is indicative of tensile force being applied. The corresponding surface to the split was observed to be rough and uneven. The distal end of the extension leg was observed to be missing the luer hub. A partial portion of the surface was observed to be smooth while the other portion was rough and uneven. Based on the condition of the returned sample, possible contributing factors include blunt instrument damage and excessive tensile force. Since the extension leg was observed to be split at two locations, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of recq1358 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when putting in place the midline, the connector was cut once in place. No other information was provided.